Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (b))(4).

Event description:
The hospital reported a malfunction resulting in sustained high pressure in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the event was a user issue. The vent engine was contaminated caused by the facility compressor. H3 other text : additional information was received that the event was a user issue. The vent engine was contaminated caused by the facility compressor.